Event description:
Event description guidant received information that during the procedure to implant this lead, many attempts were made to place the lead with acceptable measurements; however, acceptable measurements were not possible. When the lead was removed, a fracture of the coil was observed approximately 25 cm from the distal tip. The lead was returned for analysis.